Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-03850/-04826/-04827/-04828).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2004, and a revision procedure on (B)(6) 2013, due to patient allegations of personal injury. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a right hip revision on (B)(6) 2013 due to patient allegations of pain, inflammation, difficulty ambulating, problems sitting and elevated metal ion levels. Lawsuit alleges the presence of fretting and corrosion with adverse tissue reaction and inflammation during the revision surgery. A further revision procedure was allegedly performed on (B)(6) 2013 due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2004, and a revision procedure on (B)(6) 2013, due to patient allegations of personal injury. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right hip revision on (B)(6) 2013 due to patient allegations of pain, inflammation, difficulty ambulating, problems sitting and elevated metal ion levels. Lawsuit alleges the presence of fretting and corrosion with adverse tissue reaction and inflammation during the revision surgery. A further revision procedure was allegedly performed on (B)(6) 2013 due to instability.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2004, and a revision procedure on (B)(6) 2013, due to patient allegations of personal injury. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced. Additional information received from patient's legal counsel reports patient underwent a right hip revision on (B)(6) 2013 due to patient allegations of pain, inflammation, difficulty ambulating, problems sitting and elevated metal ion levels. Lawsuit alleges the presence of fretting and corrosion with adverse tissue reaction and inflammation during the revision surgery. A further revision procedure was allegedly performed on (B)(6) 2013 due to instability. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2013 due to elevated metal ion levels. Operative report noted the presence of clear fluid, fibrinous debris, inflamed lining of the pseudocapsule, and corrosion on the trunnion. The modular head, calcar component and acetabular cup were removed and replaced. Operative report for the (B)(6) 2013 right hip revision noted revision was due to dislocations and instability. Operative report further noted the presence of blood-tinged clear fluid, a pseudocapsule, calcifying heterotopic bony material, impingement between the femur and pelvis due to scar tissue and the external rotators were pulled away. The modular head was removed and replaced with a competitor's bipolar outer head and a biomet -3 28 mm offset head.